Manufacturer narrative:
Result of investigation: the examination of the optics revealed the following: the distal soldered seam is chemically corroded and leaking; a white residue of unknown nature is clinging to the distal cover glass. Due to the leaking soldered seam, moisture has penetrated the rod lens system and is possibly responsible for the greenish appearance of the imaging. Conclusion: the information provided by the customer regarding the error description "foggy" can be confirmed. The imaging is partially blurred and appears greenish in the imaging. During the examination, a whitish residue of unknown origin was found on the distal cover glass, which contributes to the cloudiness of the imaging. In addition, the distal soldered seam is severely attacked and leaking due to an external chemical influence (clinical processing). Due to the existing leak, moisture and residues can penetrate unhindered into the rod lens system, which is possibly also responsible for the greenish appearance of the image. Obviously, the optics were not checked by the user as described in detail in the IFU under point 9 and point 11 to ensure that they were free of defects/damage. Otherwise, the existing damage to the optics would have been recognized and the optics would not have been used. The damage found cannot be attributed to a manufacturing/production error. It is highly likely that the damage was caused during clinical reprocessing (insertion time, reprocessing agents used, etc.) The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on january 9,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device was foggy there is no information that the event caused a harm or serious injury to patient.